Event description:
The perfusionist reported that during ECMO, the flow suddenly decreased to zero. The perfusionist attempted to increase the flow. It remained at zero and then the flow increased a few minutes later. The device was changed out.

Manufacturer narrative:
The expiration date is unk. The manufacturing date is unk. This event occurred in (B) (6). Sorin group (B) (4) manufactures this revolution pump. This medwatch report is filed on behalf of sorin group (B) (4). The perfusionist reported that during ECMO, the flow suddenly decreased to zero. The perfusionist attempted to increase the flow. It remained at zero and then the flow increased a few minutes later. The device was changed out. The device has been returned to sorin group (B) (4). A follow-up report will be filed when the evaluation is completed.